Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under a prophylactic screen. Lead replacement is planned.

Event description:
New information received notes that the lead was explanted. There were no complications.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 38.8-39.2cm and 40.0-40.2cm from the distal tip, consistent with lead friction to the device can, and at 10.6-11.2cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 8.8-12.5cm from the distal tip. The etfe coating was damaged during explant at this location.